Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in september (B)(6) 2024. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette. This occurred during set up of the device for peritoneal dialysis therapy. The patient was connected at the time of the event. Renal therapy services advised the patient to contact their nurse regarding the issue. Proper procedures per the user manual were reviewed with the patient. Capd (continuous ambulatory peritoneal dialysis) was discussed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.